Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp needed to be repositioned due to inadequate electrical parameters. After repositioning, the helix was noted to be damaged. The procedure was completed using an alternate lp on (B)(6) 2024. The patient was stable.

Event description:
New information received notes that the leadless pacemaker exhibited instances of under-sensing and over-sensing during implant procedure, and also exhibited high capture threshold. Upon inspection, it was confirmed that the helix had become stretched during procedure.